Event description:
Event description guidant received information that during implant the cardiac resynchronization defibrillator (crt-d) was undersensing ventricular fibrillation (vf) events. Sensitivity is set at nominals. It was further reported that the ventricular tachycardia/vf that is sensed is a slower rhythm than what was on the monitor the patient was connected to.